Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations : the instrument was found to have a broken conductor wire at the distal end. The instrument failed an electrical continuity test. The wire was fully broken and the conductor wires were exposed. The probable root cause of conductor wire breakage and grip cable breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction: the failure analysis results were submitted earlier on related record. Therefore, h10 was updated to include MFR report number 2955842-2025-23668.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.